Manufacturer narrative:
The insulin pump was received with all buttons responding properly. The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The pump was monitored for several days. No unexpected frozen display noted during testing. No damage or moisture damage on keypad assembly, unlocked electrical l board keypad connector, or stuck button alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 425 mg/dl. The customer¿s other blood glucose value 361 mg/dl. The customer also stated that screen of insulin pump was freeze, buttons are not working and also sensor glucose value was low. The customer treated high blood glucose with bolus. Customer reported the time clock advances. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar is moving with no input. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.